Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for elecsys total psa (total psa) on a cobas e 411 analyzer (rack system). Patient 1 result from the e411 analyzer was 0.8 ng/ml. This result was questioned as the patient had not undergone a prostatectomy. The sample was sent to an external laboratory using the elecsys total psa assay, and the result was 3.59 ng/ml. On (B)(6) 2026, "sample 3" result from the e411 analyzer was 2.53 ng/ml. The repeat from the external laboratory was 7.0 ng/ml. The repeat results from the external laboratory were believed to be correct.

Manufacturer narrative:
Qc was acceptable. No relevant instrument alarms occurred. No maintenance issues were identified. The customer only runs total psa on tuesdays and wednesdays; on other days, the samples were stored after centrifugation at -20°c. For patient 1, it is not known if the sample was frozen. After thawing, the samples are placed directly on the instrument and run from the primary tubes. The reagents are stored in the refrigerator overnight and tempered well in the morning. The field application specialist (fas) visited the customer site and discussed proper sample preparation and preanalytical handling practices. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.